Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-17345. It was reported that the device system was explanted and replaced due to infection.

Manufacturer narrative:
Analysis was normal. No anomalies were found.